Event description:
It was reported to philips that system was unable to boot up. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the fuse f10 was burned out even after replacing it before and the mpd control unit was defective. To resolve the issue fse replaced the fuse f10 and mpd control unit and returned mpd control unit to philips for further analysis. The analysis showed burn and- or heat spots with significant signs of spark erosion. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.